Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the navigation ring response was intermittent. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A field service engineer (fse) went onsite and confirmed the reported issue. The front bezel, where the navigation ring was attached, was replaced and the reported issue was confirmed to be resolved. The device passed the required performance verification tests per philips standards and was returned to service.